Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and able to rewind the insulin pump. Customer performed displacement test and it was pass. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
(B)(4). Sw version 4.11d. Retainer ring = black. Customer returned pump due to pump error 63 and pump error 130 found on aug 23, 2021. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3 on event date (B)(6) 2021 at the times 11:13:46 and 11:21:08. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus and carelink. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Found pump error 130 on event date (B)(6) 2021 at the time 08:08:18 and on event date (B)(6) 2021 at the time 12:12:12 in history files. The electronic assemblies were inspected and no anomalies noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay, cracked overlay, serial number label damage and scratched case. Customer allegations of pump error 63 and pump error 130 confirmed in history files. Pump error 63 due to broken trace on u1 pin 6. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.    Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.